Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D4 version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. Our field service engineer investigated the unit on-site and confirmed the reported problem. To address the issue, the control printed circuit board (pcb) was replaced, and the system software was updated. After replacement and software update, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Due to the absence of device logs, the reported issue could not be confirmed in advance. The control pcb is a part of the subsystem breathing bre. The main responsibilities of the control pcb are patient treatment functions, specifically regulating the inspiratory and expiratory gas flow. The control pcb also comprises electronics, including microprocessors, for handling gas modules and airway pressure control, with input from values measured by the inspiratory and expiratory pressure transducers. The replaced control pcb was returned for further investigation. The control pcb was installed in a reference ventilator for simulated use testing. The reported technical alarm appeared immediately during startup together with another technical alarm, preventing the performance of the pre-use check (puc) and ventilation. When comparing the startup process of a ventilator between the control pcb and a reference control pcb, it was observed that two leds on the returned pcb continuously alternated between red and green. This indicated potential communication issues between the control pcb and other subsystems, such as monitoring. Tracing the circuit for the leds with an oscilloscope suggested that the technical errors likely originated from a circuit involving a component on the pcb, particularly an integrated microprocessor responsible for most of the system's communication. The continuous signals sent from this specific component kept the leds switching between green and red, indicating reception and transmission errors due to lack of synchronization, which might have led to the technical errors. In conclusion, the device failed to meet its specification and the most probable cause of the reported problem is a faulty circuit within that particular component on the control board. Since the component cannot be replaced and further investigation could not be conducted, the definite root cause cannot be determined at a deeper component level.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).